Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to being infected with drainage at the pocket site. It was noted that the patient was very large in stature and had some hygiene issues. It was also noted that there was at least 5 inches of adipose tissue when the system was implanted. The device was explanted and will be returned. The patient was given intravenous antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.